Manufacturer narrative:
Concomitant medical products: item: liner standard 3.5 mm offset 36 mm catalog #: 00630505636 lot #: 63324468, item: bone scr 6.5x15 self-tap catalog #: 00625006515 lot #: 62581623, item: bone scr 6.5x25 self-tap catalog #: 00625006525 lot #: 63410006. Investigation results were made available. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive additional information for this case. The missing information was requested at complainant the latest one on october 23, 2017 but was not available. DHR-review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: revision due to infection event description: during revision on (B)(6) 2016, patient was implanted with biolox head - modular liner. From (B)(6) 2016 to (B)(6) 2017 patient was hospitalized due to her deep infection. Later on (B)(6) 2017 patient underwent another revision due to infection. During revision surgery, acetabular bone loss, bony necrosis associated with previous macc and staphylococcus intennedius was noted. It is the 4th revision surgery the patient experienced. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Sterilization certificate for biolox option head was reviewed. The sterilization certificate confirms that the products were sterilized according to the specifications. Root cause analysis: determination using dfmea: - infection due to unable to clean and/or sterilize head and adapter due to design. => not possible: the sterilization method is validated according to the sterilization specification. - infection due to user error - compromised package sterility due to handling/ transportation. => possible: the handling of the device is out of zimmer biomet control. - infection due to user error - surgeon resterilizes head and/or adapter. => possible: it is unknown, if the product was resterilized. - infection due to no or inadequate labeling - surgeon resterilizes head and/or adapter. => not possible: all zimmer biomet products are labeled according to validated specifications. - infection due to inadequate assembly and pre-seating of adapter into head results in adapter dissociating during handling in the or - surgeon resterilizes adapter. => possible: it is unknown, if the product was resterilized. - infection due to user error - use of expired product. => not possible: product expiry date is later than the implantation date. - transmission of infectious agents or mechanical failure due to reuse of the device which is only intended for single use. => possible: IFU d011500245 chapter "warnings - single use only - do not re-use" symbol on box label: "not to be re-used", general surgical knowledge is provided to the customers. However, still it is not surely known whether the device was used before or not. Conclusion summary: - according to the information available at the hand, ceramic head of the tha was revised due to the infection after 3 months in-vivo time. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant were received. Therefore, the event cannot be confirmed. It is reported that the revision surgery dated (B)(6) 2016 was due to infection as well. Therefore, it can be hypothesized that the infection event which happened before the implantation surgery dated (B)(6) 2016 might have reappeared meaning that the infectious area were not thoroughly removed from the patient. Gamma sterilization specification of the device certifies the suitability of sterilization. Sterilization certificate is reviewed. The sterilization certificate confirms that the product was sterilized according to the specifications. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the product caused or contributed to any patient infection. Therefore, it can be excluded that an unsterile device caused the infection. However, the IFU for endoprosthesis d011500200 states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Possible causes of the re-infection can also include contamination of the product during op, damage of the packaging during transportation, resterilization of the device and reuse of the device which is only intended for single use. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4). Note: this is a split case with zimmer inc. (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient was implanted a biolox option, head, s, 36/-3.0, taper 12/14 on the right side on (B)(6) 2016 and the patient underwent revision surgery on (B)(6) 2017 due to infection.